Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the handle of the device was loose, and appeared to be detached from the internal firing mechanism. It was also observed that the implants were still inside the needle. The plastic sleeve which protects the needle is not deformed. It is possible that the surgeon did not insert the needle far enough into the tissue, therefore causing the implant to become stuck against the surface of the tissue. When this occurs and the user continues to pull the trigger, excessive stress can cause the trigger to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. A non-conformance was identified, however the issues investigated under this non-conformance are unrelated to the complaint condition. At this point, no corrective action is required and no further action is warranted. However, depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this part, lot combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The expiration date is not available.

Event description:
It was reported by the affiliate via e-mail that the truespan 12 degree peek was not working from the start of a knee procedure. There was no patient consequence reported. Additional information received on 01/14/2019 clarifying the original event description. The additional information states that the device handle was unable to be depressed and was stuck. The handle did not break into more than two pieces.